Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-01331 and 3005099803-2017-01332 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accumax 200 laser fibers were used during a flexible ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier laser. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke off during use (captured by this report). A second accumax 200 laser fiber was used and the fiber tip also broke off (captured by manufacturer report 3005099803-2017-01332). According to the complaints, no fiber fragments fell inside the patient and the procedure was completed with a third accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 242 cm from the top of the connector to the break. The second piece measured approximately 65 cm from the break to the distal tip. There was no damage to the fiber face within the sma connector. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-01331 and 3005099803-2017-01332 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accumax 200 laser fibers were used during a flexible ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier laser. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke off during use (captured by manufacturer report 3005099803-2017-01331). A second accumax 200 laser fiber was used and the fiber tip also broke off (captured by manufacturer report 3005099803-2017-01332). According to the complaints, no fiber fragments fell inside the patient and the procedure was completed with a third accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.